Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the implant site of the pt was covered by a thick scab. After the scab was removed, it was seen that the skin flap no longer existed. Testing was carried out which showed a well functioning internal device. The pt was explanted in 2008, however, med-el was not informed about the scheduled explantation. The active electrode remained in the pt's cochlea.